Event description:
The facility reported a colleague infusion pump with a failure code of 810:04. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the rehabilitation services department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of failure code 810:04 was confirmed, but not reproduced during product evaluation. The root cause was not identified. The air in line calibration was verified as a precautionary measure, but no repairs were necessary to resolve the reported condition. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.